Event description:
New information notes the issue was observed on remote monitoring and the patient was not symptomatic.

Manufacturer narrative:
Correction: section e: reporter name and facility corrected.

Event description:
It was reported that over sensing was observed on the right ventricular (rv) lead.